Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels which required medical intervention. The blood glucose reading was 27 mg/dl, which the customer treated with glucose. She stated that her blood glucose ran low due to her not eating lunch. She was treated by paramedics at her workplace. Troubleshooting was declined. Nothing further reported.